Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, a chest x-ray revealed that the right atrial (ra) lead had dislodged. The patient was taken back into the operating room and the lead was repositioned in the atrial appendage. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.